Manufacturer narrative:
The manufacturer received the user facility report nearly 6 month after the reported event. The device log was already overwritten. It was reported that during ventilation the screen went blank and the ventilator went into failure. Two weeks after the event a drager service technician was dispatched to evaluate and repair the device. The device log, which was available at that time, pointed to a device internal communication error. The communication problem results in restart of the cockpit. This was accompanied by alarm and error message "device error 3". It is likely that ventilation was continued by the v500 and relevant ventilation parameters were displayed on the oled display of the ventilation unit. The technician could not reproduce the problem. Latest sw-versions were installed, the device tested and released for service.

Event description:
This MDR is filed to give a response to ufr (B)(4).